Manufacturer narrative:
A picture was returned showing an add-on set w/2 check valves where the adaptor can be seen separated from the trifurcate. The complaint of disconnection could be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that, on an unknown date, a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp was found to be disconnected during patient use. The following issue was reported by the customer: ¿one of the lines has disconnected.¿ the customer provided a picture of the sample with a line disconnected. The status of the product at the time of the event is unknown. The product is not available for evaluation. There was no patient harm reported.